Manufacturer narrative:
The delivery system was returned fully inserted into sheath with crimped valve on the inflation balloon in the locked position past the warning marker. During visual inspection, bunching was observed on the inflation balloon distal to crimped valve. One of the proximal inflation balloon legs was bent 180 degrees. The inflation balloon was completely separated from the crimp balloon proximal to the laser bond between the two components (I/c bond). Once the valve was removed from the inflation balloon by engineering, a slight flex tip compression and slight gouge marks were observed. No other visual abnormalities were observed. Dimensional analysis of the crimp balloon double wall thickness was performed and was found to meet specification. Due to the return condition of the device (torn crimp balloon), no functional testing could be performed. A review of DHR and manufacturing mitigations did not reveal any indications that a manufacturing non-conformance was the source of the complaint. During manufacturing, the commander delivery systems are 200% inspected by manufacturing and quality. These inspections make it unlikely that a defect in manufacturing contributed to the reported complaints for the ¿delivery system ¿ difficulty with valve alignment¿ and the ¿balloon torn.¿ a review of manufacturing mitigations supported that the device has proper inspections in place to detect issues related to difficulty with valve alignment and torn balloon. Although imagery for the valve alignment procedure and information regarding the location and condition of the valve alignment was not provided, damage observed on the flex tip may provide evidence of the thv diving into the lumen of the flex tip. Performing valve alignment at a bend or angle can cause the thv to unseat (non-coaxial placement of valve in relation to the flex tip) from the flex tip. This may cause part of the crimped valve to slide into the flex tip lumen (¿diving¿). If the thv is unseated during alignment it can result in higher than usual valve alignment forces, and can potentially cause a tear between the inflation balloon and crimp balloon if excessive force is used to try and achieve final alignment position. An engineering study was previously performed to confirm this condition and was able to recreate high enough forces to potentially cause a material failure in the area in question. There is no information in the description of the complaint that indicates that any other procedural factors contributed to the event. However, the following are the procedural/patient factors which can contribute to delivery system difficulty with valve alignment and balloon torn: not retracting the flex tip back to the triple marker position prior to deploying the crimped valve could result in increased tensile load on the constrained portion of the balloon, which subsequently can contribute to the separation of the crimp balloon and inflation balloon. Residual fluid left in the inflation balloon or a change in the balloon shape (un-pleated profile occurring due to inflating more than 20-30% during prep) after de-airing, can contribute significantly to difficulty in alignment process. (Excess fluid remaining in the balloon and balloon shape could lead to enlarge balloon profile, potentially increasing the alignment force.) Patient anatomy may have negatively impacted the delivery system during valve alignment, causing additional force needed for alignment (friction between balloon and flex shaft). Note: patient anatomical information is not made available for this case. Thus, a definite root cause was unable to be determined at this time. The complaint for delivery system difficulty with valve alignment was unable to be confirmed and no manufacturing or labeling/IFU inadequacies were identified. Review of complaint history revealed that the occurrence rate did not exceed the (B)(6) 2016 control limits for this trend category. Available information suggests that procedural/patient factors may have contributed to the event. Therefore, no corrective or preventative action is required at this time. The complaint for balloon torn was confirmed, however, no manufacturing or labeling/IFU inadequacies were identified. Available information suggests that procedural/patient factors may have contributed to the event. Review of complaint history revealed that the occurrence rate did not exceed the (B)(6) 2016 control limits for this trend category. However, at management discretion, a pra was initiated for risk assessment and considered for further escalation.

Manufacturer narrative:
The delivery system was returned to edwards lifesciences for evaluation. Preliminary visual evaluation revealed bunching on the inflation balloon distal to valve and I/c bond separation. Investigation is ongoing.

Event description:
As reported by the european edwards affiliate, during a pulmonic transcatheter heart valve replacement procedure through the ¿vena jugularis¿, valve alignment was difficult. The valve was positioned in place, but the balloon would not inflate. The atrion inflation syringe emptied, however, contrast liquid was seen leaking out of the balloon. The whole system was removed and a new sheath, delivery system and valve were prepared. Valve alignment with the new delivery system went without issues, however, the physician had difficulty positioning the valve in the pulmonic position. Then the same issue where the balloon would not inflate and contrast was seen leaking out at the balloon. The entire system was removed again. On the third attempt, the valve was successfully implanted. Note: this event pertains to the first delivery system balloon burst.